Manufacturer narrative:
Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implant was fractured at the collar. There was a fractured screw stuck inside the fractured implant. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv6b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: fracture: implant and dental: medical: bone loss.¿ the customer did submit images for the reported event. The implants collar was fractured. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was patient factors. Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar and had a fractured screw stuck inside. The reported event was confirmed. Bone loss is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that bone loss and fracture rim of implant were detected on x-ray. Site 14. The implant was removed. Implant records are not available as implant was placed over 7 years ago.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H4: device manufacturer date unknown / not provided.